Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, during the hysteroscopy phase, the physician observed (via a camera device) a 1/2 cm uterine perforation at the fundus. The procedure was immediately aborted. The cause of the uterine perforation has not been confirmed. An antibiotic was administered to the patient. The specific type of antibiotic has not been provided. There were no further complications reported with this event. The patient condition is reported to be "fine."

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.